Manufacturer narrative:
This report was submitted to correct the supplemental aware date from april 27, 2020 to march 6, 2020.

Manufacturer narrative:
As part of the post market surveillance study, an olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
An endoscopy support specialist (ess) was visited the user facility and observed the technician, who reprocessed the scope, perform leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first. The ess also recommended obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automated endoscope reprocessor (aer). The scope was reprocessed and re-sampling. The OEM (oste) received the re-culturing result. The sample tested positive for paenibacillus amylolyticu, bacillus species and bacillus licheniformis(total of colony was 4cfu). The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope's instrument and suction channels and black and red colored stains, and a scrape mark along the instrument channel wall. The first set of stains was located near the middle of the insertion tube section; and the second set of stains was located near the proximal/control body entry of the instrument channel. Additionally, the suction channel was inspected; however, there were no signs of foreign material present. The distal end has no signs of foreign material, and the video scope passed the leak test. A review of the service history indicated the assett scope was last serviced on april 23, 2018. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the automated endoscope reprocessor (aer) machine inspection. Based on the investigations (microbiological analysis, reprocessing procedure review, sampling procedure review), improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for brevundimonas diminuta after reprocessing. There were no associated patient infections reported.